Manufacturer narrative:
No button error alarm noted. Act and esc buttons did not respond due to corroded keypad traces. The button keypad did not peel off noted. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She could not clear the alarm. The buttons on the insulin pump were hard to press. The sticker on the front of the insulin pump was coming off. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.